Manufacturer narrative:
Article citation: mendonca munhoz, alexandre, de azevedo margues neto, ary. Reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations. Journal of plastic, reconstructive, and aesthetic surgery 101. 2025; 53-64. The events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grades unknown/iii/IV; seroma; infection. Clarification to d1/d4: additional abbvie devices noted were mcghan, inamed style 110, 120, allergan style 410.

Event description:
Through journal article "reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations", authors report side unspecified rupture, calcifications, capsular contracture, baker grades unknown/ii/iii/IV, hematoma, seroma, infection, malposition, rippling, and rupture. Additionally reported was biopsy that showed fat necrosis and oily cyst which have been deemed not related to the device. The status of all devices is unknown.